Event description:
The customer received a blood glucose reading of 135mg/dl on the contour meter, was re-tested on the doctor's meter and the reading was 405mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided. The strips were not expected to be returned for evaluation. New meter was sent to the customer.